Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited a foreign material in the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. No deviations from the instruction manual could be confirmed for the reprocessing of the foreign material residue point. It was confirmed that the section of the device with the foreign material remained had no physical damage. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) instructions for duodenovideoscope, tjf-q170v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them and instructions for duodenovideoscope, tjf-q170v reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)" describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.